Manufacturer narrative:
The insulin pump received with detached end cap. Drive support disk was inspected an no anomaly was noted. The insulin pump had cracked battery tube threads, reservoir tube lip and scratched lcd window.

Event description:
It was reported that the drive support cap is protruded. The back end of the insulin pump has popped out. The insulin pump will be replaced. Nothing further reported.